Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mobicath bidirectional 8.5fr guiding sheath, model and lot numbers unknown, carto 3 system, model and serial numbers unknown, baylis medical transseptal needle, model and lot numbers unknown. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: pc-000017948.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Throughout the procedure, intracardiac echocardiography (ice) was performed when activated clotting times were assessed. At the end of the procedure, ice confirmed no effusion prior to removing the catheters. Post-procedure, while in the recovery room, the patient became hypotensive. Patient was transferred back to the electrophysiology lab and a pericardiocentesis yielded 2100 ml. Patient was reported to be in stable condition post-pericardiocentesis. Patient was transferred to the operating room for a surgical intervention. Patient required extended hospitalization, to include approximately 2 days in the intensive care unit, as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the catheter may have possibly caused a perforation. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath used was a mobicath bidirectional 8.5 french guiding sheath. There is no information regarding power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Ablation was performed on the left atrial posterior wall at 15 watts with contact forces ranging from 1-38 grams and irrigated catheter flow of 8 ml/min. Ablation was performed on the left atrial anterior wall at 35 watts with maximum contact force of 38 grams and irrigated catheter flow of 15 ml/min. Ablation was performed in the right atrium at 30 watts maximum and irrigated catheter flow of 8 ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained at greater than 300 seconds. There is no information regarding spi value or catheter proximity. Smarttouch sf catheter was zeroed when indicated. Carto 3 system indicated to re-zero the catheter as needed. There were no errors reported on any bwi equipment during the procedure.